Manufacturer narrative:
A recent review of the complaint files initiated reconsideration towards reporting this information. A hospital biomed performed an evaluation of the machine. The biomed reported that the ac / dc power supply required replacement. Several attempts were made to have the power supply returned for investigation. As of 10/13/04, no part and no response has been received.

Event description:
It was reported that: the ventilator was in a storage area, was connected to ac power, and was in standby as required for the batteries to charge. A user entered the room and noted that the device was no longer functional.